Manufacturer narrative:
Investigation: the investigation has been conducted without a returned product and is therefore solely based on questions/answers and internal review of records. Quality control records from lot 1903043 were investigated and no remarks/deviations were found. Visual inspection is done for all voice prosthesis before approval in process control. Search for nonconformities of all ingoing components/semi-components were made with result of one nonconformity regarding the used blister batch. This nonconformity is not considered to be a contributing cause of this event. Questions asked: type, model, lot-number of the voice prosthesis? Answer: he received a (4282) provox vega 22.5fr 4mm, lot 1903043. Why did they remove the voice prosthesis? Usually you can leave it in situ if the puncture is infected, and treat the infection with antibiotics? Answer = it was the decision of the specialist, but what the homecare nurse told me was that the area around the voice prosthesis was very swollen. I think it was too much infected so they had to remove the voice prosthesis. How did voice prosthesis look? Biofilm, food remnants, crust? Answer = I don't have information about that, because I got the information a lot later from the homecare nurse when he almost left the hospital. How long had the voice prosthesis been used? Answer = I have looked back at the file and the last change was (B)(6) 2019. The picture was taken by the homecare nurse, just before his hospitalization. When was the ring placed, and what kind of ring? Answer: the ring was placed a day after the voice prosthesis was placed. We are not sure what kind of ring was placed, but normally they making their own rings with silicon sheets from atos (27-10000 clear silicone). Why was the ring placed? Leakage around? Since when? Enlarged puncture? Reason for enlargement/leakage assessed? Answer: I understood from the homecare nurse that the ring was placed because the voice prosthesis was a little too big and there was some leakage around the voice prosthesis. How does he clean his voice prosthesis, only with brush and as intended, or eg also using tweezers or something to remove crusts around the voice prosthesis? Answer = so far I know they only use a brush to clean the voice prosthesis. Is the patient using a tube or button as well? Answer = no the patient is not using a tube or a button. Where was the infection? At the puncture? Answer = the infection was in the area of the voice prosthesis. Has the patient had any other infections lately? Answer = no not so far we know. Is he a diabetic or is malnourished? Answer = he had to start with tube feeding because of the removal of his voice prosthesis. The hospital has prescribed the wrong tube feeding in the home situation, which causes the high blood sugars to arise and is still present with a correct diet. Did he have radiotherapy, and if yes, how long ago? Answer = before his operation, in 2014 he had 25 times rt. Manufacturers investigator conclusion: it is most plausible that the inflammation is due to the extra ordinary long time the voice prosthesis was being seated in the puncture (in situ for >12 months (17 months), and that early signs of tissue irritation/infection at the puncture not being noticed, nor by the patient, nor by the treating physician. A voice prosthesis will most likely deteriorate over time due to biofilm formation, this is explained in the IFU. The growth of candida varies from patient to patient. A deteriorated prosthesis may lead to suboptimal fit that may result in irritation of the tissue. Medium device life reported in literature of indwelling voice prosthesis is in average between 2 and 4 months (petersen et al., 2018). Other causes or contributing factors to the incident may be that wrong size of voice prosthesis was being inserted from beginning. If the voice prosthesis is too long it can move back and forwards in the puncture which could irritate the puncture. If it is too short this can result in pressure on the tissue that may lead to irritation which then turns into an inflammation. The clinician placed a ring/seal between the tissue and the prosthesis flange because of leakage around. Leakage around can be caused by too long voice prosthesis or by enlargement of the puncture. Only in the first case, with too long voice prosthesis, placement of an extra ring/seal at the tracheal side of the voice prosthesis could be a solution. The brand and model of this ring is not known and, according to the reporter, often homemade. A ring/seal with sharp edges or with biocompatible issues may also cause irritation. How prone the patient is to get an inflammation may depend on the state of health. In general, patients diagnosed with diabetes or malnutrition have an increased risk for infections and inflammations and should be monitored regularly. The investigation concludes that it is not likely that the incident was caused by a faulty product.

Event description:
The patient is a voice prosthesis user. The voice prosthesis shall be maintained regularly (cleaned) by the user with a brush. This procedure is done to remove food residue and bio film e.g. Candida growth from the surfaces inside the valve of the voice prosthesis. Atos medical received a complaint after a patient got an inflammation in the puncture of the tracheoesophageal wall where the voice prosthesis is inserted. The health care staff suspect that the inflammation was caused by the brush that did not sufficiently clean the voice prosthesis. This is not a very likely scenario, since the brush is only intended to clean the lumen of the voice prosthesis, a more likely scenario is that the prosthesis is a contributing cause of the event. It has been confirmed that the voice prosthesis used was provox vega 22.5fr 4mm, lot 1903043, manufactured by atos medical ab. The patient has been admitted to hospital. The voice prosthesis has been removed and the patient now has tube feeding and a cuffed cannula and has been given antibiotics by IV. If all goes well, he might come home this week. Description of the product: provox vega voice prostheses are indwelling, low resistance voice prostheses intended for voice restoration after surgical removal of the larynx.